Manufacturer narrative:
(B)(4). The field service representative (fsr) found that the heater had a short in the circuit. A new heater was installed. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heater cooler displayed an e08 alarm on channel b. The customer continued to use channel a. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) found the heater element connected to the blue wires was measured opened. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.